Event description:
It was reported that the head and foot end lifts are not functioning properly. No adverse consequence reported.

Manufacturer narrative:
Lift. Investigation has determined that the lifts were not functioning properly. The MFR is still working with the user facility to troubleshoot the problem. A f/u report will be filed.